Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unconscious and taken to the emergency room. The cause of the patient¿s unconsciousness was unknown. The implantable pulse generator (ipg) device remains in use. No further patient complications have been reported as a result of this event.